Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it is time for device replacement. It was noted the device reached recommended replacement time (rrt) on (B)(6) 2016.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached premature elective replacement indicator (eri) with unexpected longevity. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.